Event description:
It was reported that the stimulator was explanted due to infection at the stimulator site. The patient was re-implanted. No patient outcome was reported. Additional information has been requested, but was not available as of the date of this report.